Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level was 42 mg/dl customer current blood glucose level was unknown. The customer was treated by carbs. Customer declined for troubleshooting. The product will be return for the analysis.